Event description:
The device was reportedly explanted due to the recipient not adapting to the device. The recipient has autism and has hyperactive behaviour which did not allow the use of the device. The recipient was explanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted in 2019 but the device has not been received for investigation yet.

Event description:
The device was reportedly explanted due to the recipient not adapting to the device. The recipient has autism and has hyperactive behaviour which did not allow the use of the device. The recipient was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was reportedly explanted due to the impossibility of adapting to the device, as the recipient which has autism presented hyperactive behavior and did not allow the use of the device. The recipient was explanted on (B)(6) 2019.